Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement which was confirmed through x-ray and lead testing. Patient was evaluated for lightheadedness and loss of capture (loc) was noted in specific positions. Also, patient passed out due to pause in pacing. This rv lead was repositioned and to date, this lead remains in service. No additional adverse patient effects were reported.